Manufacturer narrative:
This info was not provided upon initital report. Additional information has been requested. Investigation is ongoing, no conclusion can be drawn. Review of the manufacturing records for this specific lot number has been requested.

Event description:
A 3.5mm lcp posterolateral distal humerus plate with lateral support was implanted in the patient for a left distal humerus repair. Followup visit noted the plate to be broken. Broken plate was removed.